Event description:
Champion af study. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Prior to the procedure a baseline pe was noted. Post-procedure, during follow-up transesophageal echocardiogram (tee), the pe was noted to have slightly increased. The patient experienced no symptoms.

Event description:
Champion af study it was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Prior to the procedure a baseline pe was noted. Post-procedure, during follow-up transesophageal echocardiogram (tee), the pe was noted to have slightly increased. The patient experienced no symptoms. It was further reported that the pe was posterior. No intervention was required to treat the pe. The patient was discharged.